Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel led (light-emitting diode) failed to power up due to a faulty power switch and patient board, the image was flickering due to a faulty printed circuit board, a flat cable and the tank socket was found to be rusty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, the video system center was not switching on. There were no reports of patient harm associated with this event.